Event description:
One endeavor sprint rx drug-eluting stent was implanted at the left main and one endeavor sprint rx drug-eluting stent was implanted at the proximal lcx. (MFR report# 2953200-2009-01597). The lesion in the proximal lcx was severely calcified and had a tortuosity of greater than 90 degrees. A non q-wave mi is reported to have occurred within 48h post index procedure. Location of mi is reported as in territory of implanted stent. Suspected mi based on discharge ECG and post-procedure cardiac enzymes. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up and 1 yr follow up.

Manufacturer narrative:
Evaluation results: (myocardial infarction).